Event description:
End-user reports that skin located at the distal end of stoma presented with redness and itching, approximately 2 weeks ago. The initial size of stoma measured approximately 2 weeks ago was 25mmx76mm, and now it measures approximately 76mmx125mm. When end-user first noticed this redness, they started applying neosporin followed by gauze covered by his skin barrier, but size of area has since increased to match size of the gauze.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/ flexible collar and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. According to the end-user, the skin barrier is changed every 7 days. Reporter cleans his peristomal skin with alcohol. They use hollister protective gel to his peristomal skin and sometimes hollister adhesive remover. End-user was advised to increase skin barrier changes to every 3-5 days unit redness improves. End-user was provided instructions on care and crusting techniques with stomahesive powder and skin protective barrier wipes or water. End-user was also instructed to use water and mild soap; one that did contain any lotions, moisturizers or creams, to cleanse peristomal skin. The end-user was instructed to call back if condition did not improve, and for any questions and/or additional instructions. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow report will be submitted.